Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life. Telemetry and output were okay.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional, via the manufacturer representative, reported the implantable neurostimulator (ins) was ok only for two years ((B)(6) 2014 - (B)(6) 2016). A few months prior, the patient had an MRI and the ins was off during the test. Following the MRI, the ins started to malfunction. It stopped twice and then stopped definitively. It was stated there was no problem for the patient. The ins was replaced and the issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.